Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was intermittently resetting and exhibited a segmentation fault during a flash test. The cause for the resets/fault was isolated to a defective u102 and u105 bga components on the computer/analog board. The root cause for the defective u102/u105 bga components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power on.